Event description:
The customer reported that while performing a laparoscopy procedure, his olympus hd 3cmos camera head was presenting a compromised image. According to the initial reporter, the image was darker than expected and had an uncommon color tone. Reportedly, the procedure was completed using the subject device without any reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility. While at the facility, it was confirmed that there were interruptions in the image transmission whenever the cable was manipulated. Additionally, the color changes during the procedure were confirmed. The device has not been returned for a more detailed evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was confirmed that images were interrupted when a cable is moved. Moreover, it has been confirmed that there was deformation in the cable. Therefore, it was determined that the deformation of the cable did not function normally, and the phenomenon of ¿no image appeared¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.